Event description:
Hosp advised that a pt was receiving glucose intravenously and an overinfusion occurred. The child was put on insulin to counteract the overinfusion.

Event description:
Hosp advised that a pt was receiving glucose intravenously and an overinfusion occurred. All four channels of the pump were set up to infuse at the folllowing rates: channel b was set to infuse at a rate of 1.8cc/hr. Channel b was set to infuse at a rate of 0.2cc/hr. Channel c was set to infuse at a rate of 1.0cc/hr. Channel d was set up to infuse an insulin drip, but the channel was not turned on. Nurse checked the volume infused at 1:00 p.m. And the reading were: channel a - 10.9cc, channel b - 1.9cc, channel c - 7.0cc, channel d - 0.0cc. The nurse checked the volumes infused again at 2:00 p.m. And the reading were: channel a - 22.5cc, channel b - 2.3cc, channel c - 8.1cc, channel d was on, however vi was 0cc. The pt's blood sugar was at 700. The pt was given insulin "and was fine". Container size and drug identification by channel was requested, however this was not provided.